Manufacturer narrative:
Date of event is an estimate. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (15 mg/ml, 9 mg/day) via intrathecal drug delivery pump for non-malignant pain and spinal stenosis. It was reported that the patient's pump had to be explanted because she had some kind of reaction in 2015. It was unknown if it was an allergic reaction. It was reported that it was "an arachnoiditis kind of thing" and they weren't sure if it was overinfusion or an infection. No further complications were reported.